Event description:
The customer stated the device has a ECG front end failure. No patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.